Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer was unable to provide a bg value, but reported that the pump registered a "low" reading. The customer consumed juice to treat bgs. Recommendation was made to consult with health care provider regarding diabetes management.